Event description:
The affiliate alleged a healthcare worker received an h2o2 burn and had skin discoloration on her left thumb with intense soreness. The healthcare worker was unloading processed devices from the sterrad chamber. No personal protective equipment (ppe) was worn at the time of the event. The worker sought medical attention and was prescribed a steroid. The symptoms cleared within two days.

Manufacturer narrative:
Other - skin contact - conclusion: other - a CAPA was opened for this issue. Asp initiated a recall for this issue. A customer letter was sent to all sterrad customers to reinforce the importance of proper instrument preparation prior to sterilization in the sterrad sterilizer. While these procedures are contained within the sterrad system user guide, advanced sterilization products (asp) clarified the instruction to reinforce appropriate use. An excerpt of the revised user guide instructions for cleaning, rinsing and drying was sent with the customer letter.